Event description:
This spontaneous case was reported by a consumer and describes the occurrence of the first episode of genital haemorrhage ("heavy bleeding, different from menstruation, light red like fresh blood (B)(6) 2016 after husband passed in (B)(6) 2015, lost a lot of blood, monitored by ultrasound"), circulatory collapse ("collapsed") and the second episode of genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who received essure (batch no. 626902). The occurrence of additional non-serious events is detailed below. Medical conditions: she did not have intimacy from 2011 until she got married in 2015. Concurrent conditions included death of husband. In 2008, the patient started essure. In 2011, the patient experienced the first episode of genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the second episode of genital haemorrhage (seriousness criteria hospitalization, life threatening and clinically significant/intervention required) with haemoglobin decreased. On (B)(6) 2016, the patient experienced circulatory collapse (seriousness criterion hospitalization). In 2016, the patient experienced abdominal discomfort ("stomach feels heavy, tummy is like a computer, grinding feeling"), medical device discomfort ("coil grinding") and abdominal distension ("bloated"). On an unknown date, the patient experienced memory impairment ("she is forgetful sometimes") and disturbance in attention ("she is not really alert anymore compared to before"). The patient was hospitalized from (B)(6) 2016. The patient was treated with blood, whole and alternative therapy (blood transfusion). Essure treatment was not changed. In 2016, the abdominal distension had resolved. In (B)(6) 2016, the first episode of genital haemorrhage had resolved. At the time of the report, the circulatory collapse had resolved and the second episode of genital haemorrhage outcome was unknown and the abdominal discomfort, medical device discomfort, memory impairment and disturbance in attention had not resolved. The reporter considered the first episode of genital haemorrhage, circulatory collapse, the second episode of genital haemorrhage, abdominal discomfort, medical device discomfort, abdominal distension, memory impairment and disturbance in attention to be related to essure. The reporter commented: she saw that a lot of women on (B)(6), group of women having heavy bleeding. They have issues and some of them have had the essure removed. They are having issues like mine. She is afraid of the heavy bleeding. She wants to remove it but have no insurance. Diagnostic results (normal ranges are provided in parenthesis if available): in 2016: haemoglobin result was no more (depressed). On an unknown date: ultrasound scan result was monitoring episodes of bleeding, light red blood. Company causality comment: a 49 year-old female consumer had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding in 2011, heavy bleeding, different from menstruation, light red like fresh blood (B)(6) 2016 after husband passed in (B)(6) 2015, lost a lot of blood, monitored by ultrasound. She collapsed. She received blood transfusions and was hospitalized for four days ((B)(6) of 2016). She stated that she almost died. Essure was not removed. The event heavy bleeding, seen as genital bleeding, is regarded as anticipated according to the reference safety information for essure. The event collapsed is regarded as unanticipated. After essure insertion, genital bleeding may occur. In this case, consumer experienced the first episode of genital bleeding about three years after essure insertion and the second episode occurred about eight years after insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the event collapsed, the disease or injury that caused it was not reported. Considering that essure has a local action at fallopian tubes, a contributory role of essure is unlikely and therefore a causal relationship can be excluded. This case was regarded as incident due to intervention required (blood transfusion) and hospitalization. Additionally, non-serious events were reported. As the reporter did not provide contact data, further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding in 2011, heavy bleeding, different from menstruation, light red like fresh blood (B)(6). After husband passed in (B)(6) 2015, lost a lot of blood, monitored by ultrasound. She collapsed. She received blood transfusions and was hospitalized for four days ((B)(6) 2016). She stated that she almost died. Essure was not removed. The event heavy bleeding, seen as genital bleeding, is regarded as anticipated according to the reference safety information for essure. The event collapsed is regarded as unanticipated. After essure insertion, genital bleeding may occur. In this case, consumer experienced the first episode of genital bleeding about three years after essure insertion and the second episode occurred about eight years after insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the event collapsed, the disease or injury that caused it was not reported. Considering that essure has a local action at fallopian tubes, a contributory role of essure is unlikely and therefore a causal relationship can be excluded. This case was regarded as incident due to intervention required (blood transfusion) and hospitalization. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. As the reporter did not provide contact data, further information cannot be obtained.